Event description:
On (B)(6) 2014, the distributor contacted animas and alleged that the battery life in the pump was shorter than expected. There was no allegation of an adverse event. This complaint is being reported as the issue was not resolved.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings:. Pump powers with returned battery cap. Battery cap is able to fully tighten. A power loss was not observed. Battery compartment intact. Current draws not within specifications. Pump case was removed, no evidence of moisture contamination, observed cold solder connection on board pin causing high sleep current. Resoldered pin and sleep current returned to within specifications. Excessive battery usage observed in black box, which shows no alarms related to complaint. However, the alarm history shows multiple low battery warnings and multiple replace battery alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).